Event description:
Report of a tubing separation from the filter junction of a primary plum set with clave. An unspecified solution was infusing via a plum pump when the tubing separated from the filter. The pt's i.v. Line was flushed, the set was replaced with a set of the same list number, and the infusion continued without delay. The pt did not experience any adverse sequelae. Although requested, no additional info was provided regarding this event. It was reported that there have been an unspecified number of similar occurrences in the past, however, no specific info was available.